Event description:
An edwards expandable introducer sheath set was returned for evaluation, upon inspection it was noted that the liner was compressed inwards and torn approximately 1.5¿ from the distal tip and the c-marker band was missing.

Manufacturer narrative:
At the time of the event the complaint device [edwards expandable introducer sheath set for sapien 3, model 9610es16 lot number 60019902] was not sold or marketed in the us; however it is deemed similar to the commercially available edwards expandable introducer sheath set for sapien xt [916es23 and 918es26 ]. Due to the condition of the returned e-sheath (liner torn and delaminated, sheath distal tip damaged), no functional testing relevant to the complaint failure mode could be completed. Liner thickness measurements were performed, all measured liner thickness dimensions were within specification. Visual inspection of the sheath suggests that the observed distal tip damage, liner tear/delamination, and c-marker band dislodgment most likely resulted from contact with the valve and sheath tip during retrieval. Per the training manual, the operator is instructed not to force the thv into the sheath as the valve may be caught on the sheath tip. If this occurs, they are to advance the valve past the sheath tip, ensure the valve is centered on the flex tip, and rotate the delivery system before trying again. It is possible that during withdrawal of the delivery system, one or more struts of the valve frame could have caught on the tip of the e-sheath due to improper coaxiality. This would result in resistance during thv retrieval as well as potentially causing the observed sheath damages and c-marker band dislodgement potentially related complaints have been previously identified and corrective actions have been initiated to address marker band separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.